Manufacturer narrative:
This supplemental report is being submitted to additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. As a result of the testing at omsc, no viable bacterium was detected from the sample collected from all channels and distal end of the subject device. Furthermore, omsc performed real time polymerase chain reaction (pcr) of the deoxyribonucleic acid (dna) extracted from the sample to confirm whether there was enterobacteriaceae, enterobacteriaceae was not detected. In addition, omsc disassembled the distal end of the subject device, and retrieved samples from the disassembled distal end including the forceps elevator and the inside of the distal end by swabs. Omsc performed real time pcr of the dna extracted from the samples to confirm whether there was enterobacteriaceae, enterobacteriaceae was not detected. In the evaluation of the disassembled subject device, omsc confirmed following; there were deposits on the forceps elevator and the insertion tube, and around the air/water nozzle, but no microbes were detected. There were no abnormalities in the adhesive of the arm cover and lg cover unit. There was no leakage. Omsc checked the subject device and found the following. The adhesive of the bending section rubber had cracked. The angulation was insufficient. The angulation had too much play. There was no foreign material and scratch inside and distal end of the instrument channel. Omsc reviewed the manufacture history (DHR) of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that a patient was infected with multidrug resistant bacteria after endoscopic retrograde cholangiopancreatography (ercp) using the subject device. The patient recovered from the infection. Reportedly the patient following the referenced patient was not infected. The subject device had been previously used for another patient who was infected with multidrug resistant bacteria prior to the ercp. The subject device tested negative for multidrug resistant bacteria at the user facility. The device had been reprocessed with an olympus automated endoscope reprocessor model oer-4 using peracetic acid. Other detailed information such as the type of resistant bacteria was not provided.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information received from the facility (per CAPA-201237 interview). The facility reported that at the time of the event, device reprocessing was conducted according to the olympus instructions for use (IFU) manual. However, after the reported occurrence, (during an olympus demonstration) it was identified that there were deviations from the reprocessing procedures. The facility did not properly follow the reprocessing steps outlined in the olympus IFU manual. Once cleaned, the endoscopes are dried naturally on a hanger and stored in a storage chamber (without a drying function). Visual and functional checks are performed during preparation for use of the device. However, the endoscope is not inspected for minute damages or deteriorations of adhesives, as the facility does not recognize this to be a necessity. The device is sent for repair if a leak is detected (via leak test), and/or if there is a functional irregularity observed to have an impact on the diagnosis and procedure. It was also disclosed that when the endoscope is used in an emergency procedure (at night), there are no trained staff available to reprocess the device. At that time, the endoscope is ¿roughly cleaned and immersed.¿ the next day, the reprocessing staff reprocesses the endoscope again. To prevent future occurrences, the facility has confirmed with olympus (during demonstration) that the correct reprocessing procedures are being followed. Per the facility, routine reprocessing training/education is provided to new staff members using the reprocessing materials. Also, periodical hands-on training seminars are conducted by olympus. Based on the additional information obtained by olympus, a relationship between the subject device and the reported patient infection could not be confirmed. Therefore, there is no change to the previously reported legal manufacturer¿s investigation findings.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).